Manufacturer narrative:
No patient code available for hard to rouse and not responding properly.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that her sister¿s onetouch ultra 2 meter was reading inaccurately high compared to another meter (doctor¿s meter). The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The reporter was unable to confirm when the meter issue began, she alleged that on (B)(6) 2017, around 11.30 am, her sister had obtained an alleged inaccurately high blood glucose result of ¿473 mg/dl¿ on the subject meter compared to approximately ¿264 mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter stated that her sister takes a combination of medication, including ¿hydralazine 25 mg 2 tables 3 times per day, synthroid 88 mcg, frusemide 40 mg once a day and metoprolol 25 mg 2 times per day¿. The reporter stated that the patient made no changes to her normal diabetes management in response to the alleged inaccurate result. The reporter alleged that at some point prior to the meter issue, the patient had experienced symptoms of ¿hard to rouse, not responding properly, couldn't talk or speak¿, and when they attended the doctor¿s office, at 12.30 pm, the patient had her insulin decreased from 18 units to 10 units. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.